Manufacturer narrative:
Date of the event (B)(6) 2019 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for parkinson's dual and movement disorders. It was reported that the manufacturer's representative (rep) programmed the patient about 3 weeks ago/3rd week of (B)(6) and patient left there with good tremor control, then patient went to try the other day to increase the voltage to 3.3 , patient used the controller but all they get is a triangle, and it was later determined patient was in icon mode and that they were seeing stimulation off. Patient synced with the patient programmer (pp) and stimulation was off. Patient was asked if they therapy loss prior to meeting with the rep but patient indicated that they meet with the rep every 6 months for a follow up. Patient noted that it was a routine visit but then finally said after they would meet with the rep, it would work and then gradually gets worse about 2-3 weeks or a month after they meet with the rep. Patient stated that they did not believe that they accidentally turned stimulation off, and stated that they think the reason could be about a week ago, patient was using old magnets to hold a tarp down on the grill and maybe the magnet passed too closely to their stimulator. It was at that time that the stimulation most likely got inadvertently turned off. Patient did state that after turning stim back on, they had much better tremor control now that it's on. After turning stimulation on, patient had moved accidentally with navigator button and was on the menu to toggle icon mode and letter mode, and he enabled letter mode. Patient then reported seeing the normal on and ok screen. Patient was not seeing any programs or amplitude number that they could change. Patient was redirected to follow up with the health care professional (hcp) and it was reviewed that patient did not have the ability to change any settings. Patient stated that they thought the rep was going to enable them to increase stimulation. It was reviewed that the rep does not have access to this, patient was to follow up with the hcp. Patient was going to set up an appointment with the doctor's office. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that the cause of the stimulation being off was caused by the controller working with a blue old magnet from a different controller. The patient talked with a patient services specialist (pss) who was very helpful